Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device turned off during use on a patient. It was noted that the device did not display a "battery low" alarm or other problem indicator. It was reported that the patient involved died during the event. The customer biomedical engineer reported that the death was not due to the device.

Manufacturer narrative:
It was reported to philips that the device turned off during use on a patient. It was noted that the device did not display a "battery low" alarm or other problem indicator. It was reported that the patient involved died during the event. The customer biomedical engineer reported that the death was not due to the device. The event start time and date was reported to be (B)(6)2017 at 11:54 pm. The mrx device electronic rhythm files were downloaded and reviewed. There was no electronic rhythm file found that matched the event start time. It was reported that the event started with the patient¿s rhythm in ¿critical bradycardia¿. The staff attempted to pace the patient unsuccessfully. After a short time, the patient¿s rhythm was ¿asystole¿ and the device ¿turned off¿ with no alarm, alerts, or messages. The mrx status of the rfu indicator at that time is unknown. The staff brought another defibrillator to replace the mrx device but found that the second defibrillator did not have an external pacing function. At this point,(B)(6)2017 at 12:52 am, the staff turned the mrx device was ¿turned back on¿. An electronic rhythm file was found that matched this date/time. This file showed the patient¿s rhythm to be idioventricular with a rate of 30 to 45 beats per minute (bpm). The mrx device was placed in pacer mode. Initially, the pacer mode was demand with a rate of 70 bpm and the energy output was incrementally increased from 30 ma to 85 ma in a 2 minute period. The pacer mode was switched to fixed and the pacer energy output was maintained at 85 ma. The pacer mode was functioning over a total period of 8 minutes and 30 seconds, during which there was no evidence of successful capture at the set rate of 70 bpm and the underlying rate decreased to less than 30 bpm. The pacer mode was turned off and the AED mode was turned on. After analysis, a ¿no shock advised¿ was displayed and CPR was started. The patient¿s rhythm slowed and the device was turned off after 11 minutes and 49 seconds. The mrx was reported as quarantined after the incident with no access except for the ebme who accessed the data log for the incident. The fse attended site on (B)(6)2017 to investigate the unit as permission had been granted. A visual inspection of the unit including battery & connections, power supply, cables and connectors showed no visible damage, however there was no ECG lead with the unit. The battery was showing as full, both on the battery indicator and on screen. The fse downloaded and printed all appropriate records and files (attached), and performed full verification test and op-check on the unit which passed all tests and showed no errors. Three anomalies were noted in the information gathered : the total pacing time on the incident shows as 1193045:49:59, the status log only shows data from 11:19 on (B)(6)2017, the op-check history shows very few op-checks run since 2015 and a ¿faildx¿ alert in jan 2015. The fse was not able to reproduce the failure and found all tests passed. One heart start mrx defibrillator was received for failure analysis. Since there was an allegation of the unit shutting off during patient use, raw patient data for a specific event ID was extracted from the internal memory. This event ID was identified based on the reported incident date and time- 23:54 on (B)(6)2017. Data in this folder was viewed, but there was no ECG or event displayed. The data corruption of this nature occurs if there is sudden power down (dislodging of the battery) during use before the write process was completed. This is consistent with the user report that the unit turned off itself. The reported problem was verified but could not be duplicated during extended lab tests. The fse reported that the issue was not confirmed and there was no trouble found with the device. As the mrx had passed all tests and verifications the customer was advised the unit was suitable to go back into use. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. .